Event description:
Possible avn generation.

Manufacturer narrative:
MRI images were provided to aid in the investigation and were reviewed by an hcp. Per the submitted information and clinical review, the patient had some advanced degradation of the joint and bone tissue. Scp may or may not have been appropriate for this patient. It was noted 4cc of accufill was injected into the femoral condyle ¿ this is a smaller injection area of the knee where 2cc is a typical volume injected. With advanced degeneration and higher volume over-injection, it is possible that some necrosis and advanced degeneration could occur. The condition could also be caused by other systemic problems or trauma to the knee for someone in that condition. Accurate cause of the clinical complaint cannot be determined from the information available. The DHR for the lot in question was reviewed and there were no anomalies related to the complaint condition.

Manufacturer narrative:
Patient presents with possible avascular necrosis (avn) after a scp procedure. Operative notes from the procedure were received, and the index procedure proceeded without incident on (B)(6) 2018. X-ray images taken on (B)(6) 2019 showed significant increase in degenerative changes in the medial compartment with flattening of the femoral condyle as well as a significant chondral defect. Imaging was received from the company representative and will be used as an aid in the investigation. The investigation is ongoing and once more information becomes available, a supplemental report will be submitted. The product will not be returned for investigation, as it remains implanted.

Event description:
Possible avn generation after scp.